Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: lot d9 h3, h4, h6: a review of the receiving inspection (ri) for mntr oc plate small was conducted identifying that lot number wa23293 was released in a single batch. ¿ batch1: lot qty of 100 units were released on august 15, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that mntr oc plate small was broken at the bend zone near the upper midline hole, and broken piece was also returned. No other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the oc plate small. While no definitive root cause could be determined, it is probable that the plate got broken due to deviating from the surgical technique by bending the plate at more than suggested 15 degree on either direction. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: - mountaineer occipital plate assembly device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes: kwp and mni. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that the patient underwent a pcf (oc-c5) for treating cervical subluxation due to dish on (B)(6) 2021. The surgeon tried to bend the plate with the plate bender with gentle force. The plate broke, and the fragment got stuck in the plate bender. The procedure was completed with replacements and a less than thirty (30) minute surgical delay. The patient outcome was reported as stable. This report is for a mountaineer occipital plate. This is report 1 of 1 for (B)(4).